Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that the customer saw her doctor today and made some adjustments, but her blood glucose is still high. Customer's current blood glucose was 299 mg/dl. Customer has been treating with a pen. Troubleshooting was performed. Caller stated that the customer's blood glucose was in the 400's mg/dl. Customer has changed the infusion set 3 times. Customer changed out the site the first time and then changed out the insulin during the 2nd time. Customer opened another bottle of insulin last night. Customer's mother later called back after receiving the tubing clamp. Caller stated that the pump passed the high pressure test. Caller was advised to do a complete set change for the customer.